Manufacturer narrative:
(B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, the pt experienced an infection (unspecified). Subsequently, the pt experienced peritonitis and was not hospitalized for the event. At the time of this report, the infection and peritonitis were resolved and the pt was recovered from both events. Additional information was requested but is not available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a review of all batch record documents was performed for potentially associated lot numbers gd894162 and gd894410. No issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).